Event description:
It was reported the customer was hospitalized for diabetes ketoacidosis. Requested to troubleshoot the insulin pump by phone and doctor declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.